Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was returned incomplete and could not be functionally tested. The paddle portion appears clear and undamaged. The lead segment has some discoloration. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received a paddle lead on (B)(6) 2009. It was reported that the pt experienced overstimulation in the ribs immediately post-operative and it was determined that the lead had migrated laterally in the epidural space. The paddle lead was replaced with dual percutaneous leads placed peripherally (off-label location) on (B)(6) 2009. The pt is reportedly doing well now. The explanted paddle lead was returned to ans for analysis.